Event description:
It was reported that the ventricular lead exhibited noise via a merlin.net transmission. During a follow-up, the noise was reproducible through isometrics. The patient was in good condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.